Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in inadequate leaflet insertion in the clip and therefore contributed to the user experience; however, this cannot be confirmed. The reported patient effect of worsening mitral regurgitation (mr) was likely a result of the slda and therefore related to procedural conditions. The reported additional therapy/non-surgical treatment and prolonged hospitalization were a result of case specific circumstances, as the patient underwent a second mitraclip procedure to treat the mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This report is submitted because the deployed clip detached from one leaflet and remained attached to the other leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was implanted reducing the mr to 1. On (B)(6) 2016, before discharging the patient, transesophageal echocardiography was performed, which showed that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr grade after slda was 3-4. On (B)(6) 2016, a second mitraclip procedure was performed; two clips were implanted, reducing mr to 1-2. No additional information was provided.